Event description:
It was reported via a trial that approx nine months after the implantation of the xience stent inside the restenosed non-abbott stent in the proximal right coronary artery, the patient experienced a hypertensive episode. Two weeks after the hypertensive episode, the patient underwent an angiogram and was found to have in-stent restenosis. The pt underwent revascularization of the target lesion with balloon dilatation only. The pt's condition resolved and there was no adverse patient sequela. The patient was discharged the following day after revascularization. There was no add'l info provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported hypertension and stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling.